Event description:
Information was received indicating that the balloon of this tracheostomy tube would not inflate properly as there was an air leak. The tracheostomy tube was removed and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Two used tracheostomy tubes were received for investigation. A leak test was performed, and a large tear/rupture was found, causing the leak. The device history record was reviewed and no nonconformance's were found. The investigation did not reveal any intrinsic manufacturing defects with the returned devices.